Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedance measurements less than 100 ohms. The rv lead displayed noise less than two seconds. The patient was reportedly non-pacer dependent and reported symptoms of mild fatigue. The physician elected to decrease the rv sensing. A revision procedure was performed. Visible insulation breakdown was observed near the subclavian access. The rv lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.